Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/06/2017 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that the display device showed question marks and some occasional blood glucose (bg) differences of 40-50 mg/dl. During the morning, the patient described feeling hypoglycemic, dizzy, and very weak. Patient checked their bg value with a bg meter and the value was 50 mg/dl while the cgm bg value was 270 mg/dl. No medical intervention was reported. It's not known what treatment was provided to patient. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.